Event description:
While wearing the external equipment, the patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. In 2006, the patient was seen by a company rep for device evaluation. Testing performed confirmed the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.